Manufacturer narrative:
Lab tech believes pt likely has highly sensitive skin and possibly a "metal allergy" (since nuprep contains aluminum oxide). Reporter also stated that the technologist who administered the test is known to be fairly aggressive when prepping the skin. Because nuprep is abrasive, this may have contributed to the severe reaction in the first test. It is uncertain which products (nuprep, ten20, or the electrodes) caused the reaction.

Event description:
Pt had two eegs conducted, the first in (B)(6) 2011, and the second in (B)(6) 2011. The pt reacted negatively in both instances, but more severely in the first test. In the first test, ten20 conductive paste, nuprep skin prep gel, and gold electrodes were used. The electrodes were glued in place with collodion. This test lasted 3 days. After the test, the pt had a severe skin reaction/redness at the electrode sites. During the second test, because the pt reacted negatively when nuprep and ten20 were used, the lab used different products for the test. The pt reacted to this test with redness as well, but not as severe as the first test.